Event description:
Reporter indicated that generator revision surgery is likely, and the pt has been experiencing an increase in seizures over the past year. It is unk if the increase in seizures is above, below, or at pre vns baseline level. Additionally, it was identified during a review of the pt's diagnostic history, that diagnostic testing had shown high lead impedance results and the generator to be at end of svc two years prior. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.